Manufacturer narrative:
Based on the claim against the product by the customer noting not accepted by the system, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. Fa reviewed the system error logs and could not find any recognition errors on it. The fenestrated bipolar forceps instrument was returned with a reported complaint that does not affect functionality. Additionally, there was some physical thermal damage at the distal wrist grip. The housing was removed for inspection and found some damage on the clamping pulley with residue. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the fenestrated bipolar forceps instrument was not accepted by the system. The procedure was completed with no reported injury.